Manufacturer narrative:
(B)(4). Additional information: reset button. The analysis results of the d11lt found that it was received in good condition; upon inspection, the reset button was noted to be in the armed position thus, no further testing could be performed. No conclusion could be reached as to what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when the surgeon tried pushing the red button on the device to insert into the patient, the blade of the device did not come out. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.